Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that at the end of the procedure using the jeti hydrodynamic thrombectomy system, the saline lumen dislodged from the aspiration tube. The procedure was finished successfully at this point. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported saline line broken from the aspiration lumen was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determine. Upon further review and based on confirmation from returned device analysis, the saline lumen did not dislodge/completely separate from the aspiration lumen. The distal bond broke away from the aspiration lumen but stayed inside. There were no adverse patient effects reported and no intervention performed, and a saline lumen break has not resulted in an adverse patient impact. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2907 changed to 1069.